Manufacturer narrative:
The customer canceled the svc call.

Event description:
The customer reported a filament regulator and a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.